Event description:
It was reported that cadd- legacy pump fails occlusion at 10.27 psi, during testing. No patient involvement.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Functional check was performed. The pump ran 2 minutes, 30.36 seconds and the pump alarmed at 2 minutes and 30.39 seconds. The battery loss alarm test passed. Error codes for high pressure, no disposable and key stuck messages were found in the device event history log. Results: the customer reported problem was duplicated during the investigation. The pump performed on the pressure station test for pounds per square inch psi and the pump failed the range. Root cause of the reported event would be attributed to fluid ingression on the downstream sensor. Who caused the reported event to occur is unknown and could not be determined. Recommend that the downstream sensor be replaced. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.